Manufacturer narrative:
The field service representative found that the aspiration filters were missing. He instructed the customer in checking and changing the filters. The issue resolved after the service activities. The root cause of the issue was identified as the missing filters.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable low test results for samples of four pregnant female patients using the elecsys hcg + beta test system (hcg+b) on the cobas 6000 e 601 module (e601). All initial results were released outside of the laboratory. For patient a the initial result was 769.8 iu/ml. Patient a questioned the initial result because it did not match her previous hcg+b results. The result from a new sample in the ER was "about 1900" iu/ml. She complained with the laboratory staff about the results discrepancy, so they repeated her original sample. The repeat result of the original sample on another instrument was 1727 iu/ml. The repeat result of the original sample on the original e601 was 1801 iu/ml. Due to this complaint, the customer also repeated all of the hcg+b samples from the day of the event. Results from 3 other samples from the same rack on the same module also had questionable hcg+b results. Patient b: the initial result was 139.9 iu/ml; repeat result was 356.0 iu/ml. Patient c: the initial result was 2553 iu/ml; repeat results were >10000 iu/ml with a data flag, and 20407 iu/ml (1:100 dilution). Patient d: the initial result was 4902 iu/ml; repeat results were >10000 iu/ml with a data flag, and 21063 iu/ml (1:100 dilution). There was no allegation that any adverse events occurred. The hcg+b reagent lot number is 24044407 with an expiration date of 08/31/2018. The alarm log information showed a few sipper alarms. Investigation activities are ongoing.